Event description:
Information was received that the patient's device has been explanted and replaced due to prophylactic replacement. The product has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient's explanting facility is a site that is known to discard explants and therefore the patient's device has not been received into analysis to date and was discarded. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes received for a patient's referral for generator replacement that the patient has had numerous seizures since last visit despite the vns treatment and later it was stated that the vns was evaluated and the patient will get a new device as it is showing frequent seizures. The referral form for generator replacement sent stated that the reason for generator replacement was prophylactic, and noted to be due to "patient will benefit from features provided by new vns". No surgical intervention has been reported to date. No additional relevant information has been received to date.